Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone15.3 cgm sensor type: dexcom g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they were treated by paramedics for hyperglycemia due to leaking insulin from the pod on an unknown date, only stating it occurred the prior week. The patient reported high blood glucose levels around 400 mg/dl while wearing the pod longer than 48 hours. The patient mentioned the adhesive was wet; they had to remove it and call an ambulance. Symptoms reported included patient noting they ¿almost went into a coma¿. The patient was treated with insulin. Length of visit for medical attention is unknown. A new pod was applied.